Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The reported symptom door not fully latched message was confirmed and reproduced. It was caused by a loose upper link screw. As a result, the screws were replaced.

Event description:
It was reported that a pump was alarming for door not fully latched messages. There was no patient incident.